Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 322641) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory thromborel s result. The result from the meter with capillary blood was 4.4 inr and the result within one hour from the laboratory was 3.3 inr. There was no adverse event. The customer has had no changes in medication and is eating less green vegetables. The customer's therapeutic range was 2.5 - 3.5 inr. The device was requested to be returned for investigation. Relevant retention test strips (lot 322641) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.